Manufacturer narrative:
Additional information provided indicates the event occurred prior to device approval. This event is no longer considered MDR reportable.

Manufacturer narrative:
This is one of six manufacturer reports being submitted for this case. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case the reported event was discovered during surgery when the native valve was discovered to obstruct the prosthetic valve leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: canádyová j, mokrácek a, pe¿l l, kurfirst v, ¿ulda m. Short-term and medium-term outcomes of transapical aortic valve implantation as a single-strategy approach: one center¿s experience. Kardiochirurgia I torakochirurgia polska 2015; 12 (2). Reference related manufacturer report numbers: 10340-2 2015691-2015-03103, 10340-4 2015691-2015-03101, 10340-5 2015691-2015-03148, 10340-6 2015691-2015-03149, and 10340-8 2015691-2015-03149.

Event description:
As per article received from the (B)(6), "short-term and medium-term outcomes of 's experience", 41 patients underwent transapical transcatheter aortic valve implantation (ta-tavi). All patients received edwards sapien balloon expandable pericardial valves. " one patient underwent surgical valve replacement 6 months after tavi. During the redo operation we did not find structural deterioration of the prosthetic valve, but 1 calcified leaflet of the native valve caused the obstruction of the normal leaflet motion of the transcatheter valve prosthesis." This is one of six reportable events being related to the article.